Event description:
No new information.

Manufacturer narrative:
H6. Coding has been updated to reflect completion of the investigation.

Event description:
A customer reported that a patient underwent revision surgery five days post-operatively to address two migrated everest set screws. This report captures the second of two set screws.